Event description:
Clinical department reported capsular contracture, baker grade iii and perspiration. Devices was explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and gel bleed.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "perspiration". Device has been explanted.

Event description:
The device is no longer PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3, b5.